Event description:
Sunday while riding in her motorized wheelchair the three of wheels detached and fell over onto the reporter. The reporter has bruises, swelling and pain to her dialysis fistula site. She reports that she had an emergency room visit because the fistula site is fragile and need to make sure that there is nothing internally with wrong. Reporter states that she has been in contact with the MFR for wheelchair replacement and or, repairs. She has asked if she can get a temporary chair until hers is repaired or replaced. She was told by the MFR that they do not loan out wheelchairs. This has become a burden to her because the wheelchair aids in her mobility and now, because she doesn't have it, she is unable to go to work. Reporter states that she has made several additional attempts to contact the MFR rep and she has been sent to voice mail.